Event description:
It was reported the device had the end cap in the wrong position. The user reported they became confused during connection and incorrectly connected the device at first. No adverse effects reported.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source problem source was traced manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.